Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). (B)(6). [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure of a left middle cerebral artery (mca) occlusion in a (B)(6)-year-old female patient, a 5mm x 33mm embotrap ii revascularization device (et009533 / 20m016av) was reportedly prepped in accordance with the instruction for use (IFU) and guided to the mca superior trunk. There was an attempt made to retrieve the target thrombus using the embotrap ii device, but recanalization could not be obtained. During the second pass, the device was guided to the inferior trunk in an attempt to retrieve the thrombus. The superior trunk was reopened, and the inferior trunk was occluded. During the third pass, the physician attempted to retrieve the thrombus ¿using¿ the inferior trunk. Compete recanalization was achieved. However, bleeding was observed. To stop the bleeding, the physician inflated the balloon proximally. A fourth pass was performed at the inferior trunk and complete recanalization was achieved. However, due to confirmation of thrombus formation at the mca bifurcation, the patient was placed on standby under the condition of administration of antiplatelet drugs. The physician confirmed that there was no thrombus formation. Hemostasis of the bleed was also performed and the treatment was completed. Magnetic resonance angiography (mra) performed the following day revealed an infarction at the mca territory with worsening of the baseline nihss score from 19 points to 24 points. Modified rankin scale (mrs) score from 0 to 5. The physician did not mention a causal relationship between the embotrap ii device and the reported event. Potential causes other than the embotrap ii device include vascular injury with microcatheters and microguidewires. On 29 july 2021, additional information was received. The information indicated that the superior trunk of the mca was reopened but the inferior trunk became occluded after the second pass. Corrected information was provided: complete recanalization was not achieved following the third pass. Therefore, a fourth pass was attempted. At the conclusion of the procedure, the target vessel was fully open. No cerenovus microcatheters and microwires were used. The products used were a 9f optimo balloon catheter (tokai medical products), trevo trak 21 microcatheter (stryker), and chikai 14 guidewire (asahi intecc). It is not known if the bleeding was a subarachnoid hemorrhage (sah). It is also unknown if the infarction at the mca territory was a progression / evolution of the index stroke or a re-thrombosis of the mca. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20m016av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Thromboembolism, cerebral hemorrhage, and infarction are known potential adverse events associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus and vascular injury. With the amount of information available and without procedural films to review, it is not possible to draw a clinical conclusion between the device and the reported events. However, there are clinical and procedural factors such as vessel characteristics, clot burden, anatomical challenges, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that the event was related to a design or manufacturing issue. Since the relationship of the device to the reported hemorrhage and infarction cannot be clearly established, the events meet MDR reporting criteria with the classification of ¿serious injury.¿ since the relationship of the device to the thromboembolism cannot be excluded and the event required additional surgical intervention in an attempt to restore blood flow, the event meets MDR reporting criteria with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure of a left middle cerebral artery (mca) occlusion in a (B)(6)-year-old female patient, a 5mm x 33mm embotrap ii revascularization device (et009533 / 20m016av) was reportedly prepped in accordance with the instruction for use (IFU) and guided to the mca superior trunk. There was an attempt made to retrieve the target thrombus using the embotrap ii device, but recanalization could not be obtained. During the second pass, the device was guided to the inferior trunk in an attempt to retrieve the thrombus. The superior trunk was reopened, and the inferior trunk was occluded. During the third pass, the physician attempted to retrieve the thrombus ¿using¿ the inferior trunk. Compete recanalization was achieved. However, bleeding was observed. To stop the bleeding, the physician inflated the balloon proximally. A fourth pass was performed at the inferior trunk and complete recanalization was achieved. However, due to confirmation of thrombus formation at the mca bifurcation, the patient was placed on standby under the condition of administration of antiplatelet drugs. The physician confirmed that there was no thrombus formation. Hemostasis of the bleed was also performed and the treatment was completed. Magnetic resonance angiography (mra) performed the following day revealed an infarction at the mca territory with worsening of the baseline nihss score from 19 points to 24 points. Modified rankin scale (mrs) score from 0 to 5. The physician did not mention a causal relationship between the embotrap ii device and the reported event. Potential causes other than the embotrap ii device include vascular injury with microcatheters and microguidewires. On 29 july 2021, additional information was received. The information indicated that the superior trunk of the mca was reopened but the inferior trunk became occluded after the second pass. Corrected information was provided: complete recanalization was not achieved following the third pass. Therefore, a fourth pass was attempted. At the conclusion of the procedure, the target vessel was fully open. No cerenovus microcatheters and microwires were used. The products used were a 9f optimo balloon catheter (tokai medical products), trevo trak 21 microcatheter (stryker), and chikai 14 guidewire (asahi intecc). It is not known if the bleeding was a subarachnoid hemorrhage (sah). It is also unknown if the infarction at the mca territory was a progression / evolution of the index stroke or a re-thrombosis of the mca.